Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what is the current patient status? Patient is stable.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, the surgeon and pa-c reported another patient with bleeding post op. The patient presented with bleeding via rectum and vomiting blood. Administered blood transfusion, unit¿s unknown. Did not return to or to evaluate origin of bleeding. Patient stabilized. When asked in depth questions regarding patient status. The surgeon reported the patient was a hemophiliac. They did not feel it was a staple line integrity issue but possibly micro tearing of the gj anastomosis due to a retro colic technique. Blood transfusion. Because the patient was not taken back to the or the origin of bleeding was not determined. Could possibly have been a staple line issue however the surgeon and pa-c felt strongly that it was something else.